Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server 2 users were unable to login to all es machines. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two users were unable to log in to any es machines. A technical support specialist (tss) assisted the impacted user, who had signed into a windows computer connected to their domain. This action successfully reset the ¿accountlockouttime¿ value in active directory, with replication taking up to 15 minutes. When that didn¿t resolve the issue, the customer contacted it to manually unlock the account, and eventually, the it team reset the user's password. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server 2 users were unable to login to all es machines. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.